Event description:
The report received from the field indicated that during an interventional neurovascular procedure, the physician had difficulty advancing the enterprise vrd stent delivery system through the prowler select plus micro-catheter and it became stuck. The physician could not deploy the stent and removed both products from the patient. There was no reported patient injury. Additional information received indicated the following: that the procedure was elective. The target lesion was the left internal carotid artery (lica). No lesion characteristics were available. The difficulty advancing the enterprise vrd stent through the micro-catheter was not due to possibly injectable foreign material. The patient was successfully treated using other (unknown) products. No additional information was available. Based on the preliminary analysis of the returned product, the enterprise stent was noted to be fractured.

Manufacturer narrative:
Cc updated to include (B)(4) analysis of stent - no other changes to file. The report received from the field indicated that during an interventional neurovascular procedure to treat a left internal carotid artery lesion, the physician had difficulty advancing the enterprise vrd stent delivery system through the prowler select plus micro-catheter and it became stuck. It was initially reported that the physician could not deploy the stent and removed both products from the patient. However, with follow-up investigation, it was reported there was no loss of access to the target lesion. Only the stent was returned and with analysis broken struts were observed. No information was available regarding additional equipment used. There was no reported patient injury. The procedure was elective. The patient is a (B)(6) female with no significant medical history. No lesion characteristics were available. It was reported that the difficulty advancing the enterprise vrd stent through the microcatheter was not due to any possibly injectable foreign material. The patient was successfully treated using other (unknown) products. No additional information was available. (B)(4): the product was returned for inspection. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01416685 which corresponds to cordis lot 13471784. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A non-sterile enterprise stent was received coiled inside a plastic bag. Under a microscope the stent was noted stretched in a distal section. The sem result showed that the stent presented evidence of broken struts; the fractures site presented evidence of smearing in the edges. After further evaluation of the involved product by (B)(4), it was determined that there were no signs of any defect causing the reported failure. After product inspection it was determined that the product met (B)(4) workmanship standards as well as specification requirements. The reported difficulty inserting the enterprise into the prowler select plus could not be evaluated since only the stent was returned for analysis. The exact causes of the broken strut could not be conclusively determined based on the analysis and the limited information regarding the event. Based on the extent of the damages to the stent, it is highly unlikely that the damage was present prior to the advancement through the microcatheter, since the damages found would have interfered with/prevented the stent from exiting the introducer. It is possible that procedural factors related to seating of the introducer during initial insertion, vessel characteristics, and/or device interaction contributed the insertion difficulties and damages found on the stent; however, no conclusion can be made. With review of the sem analysis and the DHR review there is no indication that it is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that during an interventional neurovascular procedure to treat a left internal carotid artery lesion, the physician had difficulty advancing the enterprise vrd stent delivery system through the prowler select plus micro-catheter and it became stuck. It was initially reported that the physician could not deploy the stent and removed both products from the patient. However, with follow-up investigation, it was reported there was no loss of access to the target lesion. Only the stent was returned and with analysis broken struts were observed. No information was available regarding additional equipment used. There was no reported patient injury. The procedure was elective. The patient is a (B)(6) female with no significant medical history. No lesion characteristics were available. It was reported that the difficulty advancing the enterprise vrd stent through the microcatheter was not due to any possibly injectable foreign material. The patient was successfully treated using other (unknown) products. No additional information was available. (B)(4): the product was returned for inspection. A non-sterile enterprise stent was received coiled inside a plastic bag. Under a microscope the stent was noted stretched in a distal section. The sem result showed that the stent presented evidence of broken struts; the fractured site presented evidence of smearing in the edges. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01416685 which corresponds to cordis lot 13471784. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported difficulty inserting the enterprise into the prowler select plus could not be evaluated since only the stent was returned for analysis. The exact causes of the broken strut could not be conclusively determined based on the analysis and the limited information regarding the event. Based on the extent of the damages to the stent, it is highly unlikely that the damage was present prior to the advancement through the microcatheter, since the damages found would have interfered with/prevented the stent from exiting the introducer. It is possible that procedural factors related to seating of the introducer during initial insertion, vessel characteristics, and/or device interaction contributed the insertion difficulties and damages found on the stent; however, no conclusion can be made. With review of the sem analysis and the DHR review there is no indication that it is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.